Event description:
The user facility reported that during a diagnostic colonoscopy, they experienced a total loss of video image. A nurse at the facility reported that at the start of the procedure, the video image functioned appropriately, but gradually changed in the middle of the procedure. The video image reportedly became grainy, followed by horizontal lines on the video monitor and computer screen, and finally the video image was lost. The procedure was completed with a different set of equipment in another procedure room. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the image flickered and blacked out when manipulating the bending section area. The shape of the bending section was observed to be irregular when angulated in the up direction due to multiple broken rings on the interior of the device. The charge coupled device (ccd) wires were found to be cut due to the broken angle wire rings, which most likely caused or contributed to the user's experience. The broken rings were determined to be due to physical damage to the endoscope. This report is being filed as an MDR in an abundance of caution.